Manufacturer narrative:
Additional information was received on may 22, 2009. Event was re-assessed and found to be MDR reportable. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Revision surgery was due to surgical technique related "abductors muscle" and was not device related. No further complications have been reported.

Event description:
It was reported that patient underwent total hip arthroplasty at an unknown time from 2006 to 2009. Revision surgery was performed in 2009 due to abductors muscle.